Event description:
The event involved a transpac® it transducer 72" (182 cm) red stripe pt tubing, 03 ml/hr flush device and macrodrip where it was reproted that during routine change of arterial line transducer set. Lot 13576578 tubing became unattached from transducer. New set acquired and attached to patient uneventfully. Line had been secured in place with tegaderm dressings, no scissors had been used to remove dressings, or clips/ artery forceps used to remove caps. The outcome at the time of the incident was nearly miss/given wrong drug. The number of occurrences has happened on 2 occasions now. The immediate actions taken was cnmi and clinical facilitator informed, that the transducer set was kept for quality testing. New set with different lot number connected to patient. The is the second of two occurrences.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
The reported complaint of tubing separation was not confirmed on the returned samples. No visual anomalies were observed on all the returned sets. All the returned samples were primed, and pressure leak tested, no leaks were observed. The product had performed per the specifications. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.